Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ bc shielded IV catheter leaked as "we were using the product and had 3 different catheters leak or we had trouble attaching an extension to the hub of the needle because there was nothing to screw the cap/extension onto, it was like the hub was smooth. We noticed some others would bleed after placed." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ bc shielded IV catheter leaked as " we were using the product and had 3 different catheters leak or we had trouble attaching an extension to the hub of the needle because there was nothing to screw the cap/extension onto, it was like the hub was smooth. We noticed some others would bleed after placed." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: device/batch history record review: DHR review was performed on lot number 8037529 the lot number was built/package on afa line 12, from february 11, 2018 thru february 23, 2018. (Packaging portion of pallet 23 was not complete). Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received 96 unused representative iag/bc 22ga units in sealed packages from the lot number 8037529. 50 units were in one dispenser, 46 units in another dispenser. Visual/microscopic examination: no mechanical/physical damage was observed to the wedge, or inside/outside of the luer adapter. No cuts, holes, splits or the needle piercing thru the catheter tubing wall. No holes, scrapping or cracked adapter. Functional test: a functional assessment of the connection compatibility of the returned units was conducted to evaluate the reported incident. The female luer of the returned catheter/adapter assemblies was connected to the male luer connection of a lab supplied extension set; which revealed secure connection water/air leak test: using a lab supplied male slip luer test fitting and lab supplied extension set performed the leak test. Observed there was no leakage in any area around the connection site fluid leak test: the male luer of a lab supplied bd 10ml syringe filled with red fluid was connected to the female luer of the lab supplied extension. The extension was then connected to of the returned catheter/adapter assemblies the connection was successful; observed there was no leakage in any area of the unit. Investigation conclusion: root cause relationship of device to the reported incident: indeterminate comment: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.

Event description:
It was reported that during use a bd insyte autoguard bc shielded IV catheter leaked as "we were using the product and had 3 different catheters leak or we had trouble attaching an extension to the hub of the needle because there was nothing to screw the cap/extension onto, it was like the hub was smooth. We noticed some others would bleed after placed." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.